Event description:
Ossible infection and explant. Dr. (B)(6) said the patient's malnutrition led to the generator eroding the skin. This break led to an infection. The patient is about 80 lbs and malnutritioned. The generator was explanted today (B)(6) 2024. The rep requested the hospital return the generator to medtronic for evaluation.